Manufacturer narrative:
The insulin pump was received with prime alarm during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed the operating currents measurement and displacement test. We were unable to perform the self-test, error test, occlusion, prime and no delivery test due to prime alarm anomaly. The insulin pump had cracked case at display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed and squirted out insulin during the prime. She did not recall the blood glucose reading. The drive support cap was noted as sticking out. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.